Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2016. Upon follow up an angiogram revealed a type 3b endoleak. The physician elected to reline the main body with another bifurcated stent to resolve the issue. The patient is in stable condition.